Event description:
A consumer reported via the manufacturer's representative (rep) there was a suspected battery failure as the patient woke up early on the morning of (B)(6) with a return of dyskinesia symptoms. The patient's spouse had a video of the patient from the (B)(6) because they were in such a bad state. The patient programmer (pp) was used and the end of service (eos) message was seen. It was noted the battery was five days away from three years. It was unknown if there were any environmental/external/patient factors that could have to the led to the battery failure. After this the patient's dyskinesia symptoms returned. It was noted the patient died two days after the suspected battery failure on the night of the (B)(6). After the patient died the hospital performed a neurological autopsy but it was an educational autopsy only. According to the neurologist/coronary the battery was not the cause of death. There was no mention of a battery replacement scheduled for the future, but it was noted surgical intervention was planned for (B)(6), but it hadn't taken place. The consumer requested to locate the neurostimulator for diagnostics. It was noted the issue was not resolved at the current time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.